Event description:
It was reported that during a craniotomy for pituitary tumor resection, the use of navigation was aborted. The procedure was completed successfully without a delay; no medical intervention was reported.

Event description:
It was reported that during a craniotomy for pituitary tumor resection, the use of navigation was aborted. The procedure was completed successfully without a delay; no medical intervention was reported.